Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital due to symptoms unrelated to the device. Upon device interrogation, it was noted that the patient didn't received tachy therapy due to inappropriate diagnosis of ventricular tachycardia as supraventricular tachycardia. Programming changes were made. Patient's condition was stable and will continue to be monitored.